Manufacturer narrative:
His device is not distributed in the USA, therefore the PMA/510(k) number is not applicable.if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The nozzles are missing, no patient is hurt but the nozzles could not be found again. The time of event is before use.

Manufacturer narrative:
Evaluation summary: this device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.